Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin pump was not working. Call was lost during transfer. Attempts were made to contact customer but phone continued to ring and there was no answering machine.